Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k, the device experienced foreign matter in the tube(s) biological and non-biological. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the customer reported about gray dirt adhering to several tubes.

Manufacturer narrative:
H.6. Investigation summary: no samples and 2 photos were returned by the customer in support of this complaint from catalog 367846, lot number 2018846. Visual examination of the photos was performed and revealed ink on the hemogard closure and tube. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced foreign matter in the tube(s) biological and non-biological. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: the customer reported about gray dirt adhering to several tubes.